Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).